Event description:
It was reported the system froze during the processing of an exposure losing the image causing the patient to be re-exposed. The technician rebooted the system and reset the e-stop, once this was done the system is working as intended.